Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) had a detection problem. The device displayed high atrial and ventricular thresholds and no capture. The leads were disconnected and reconnected. The analyzer showed the leads were within normal range. The device continued to display abnormal lead values. The ipg was explanted and replaced. The new device measured normal lead sensing and capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.